Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while covering primary rn's lunch, low quantity of ketamine noted and pharmacy was called to request new bag of ketamine. Pharmacy inquired why we needed a new bag because there should have been enough until 1600. There was not enough, approximately only 14.5ml were remaining in the bag. On double rn check with primary nurse, the pump was programmed correctly/matched the order in the mar, the ketamine was locked in lock box and the bbraun was locked as well. It was unclear why there would be this discrepancy. Anm was notified. New bag was hung with 2nd rn present to witness.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device and device logs were not made available for evaluation. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.